Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for one patient sample tested for multiple assays on an analytical p module (pmod). Of the mentioned tests, the sample had an erroneous result for apo b ver.2 tina-quant apolipoprotein b ver.2 (apob). The erroneous result was not reported outside of the laboratory. The sample initially resulted with an apob value of 29.13, which repeated as 93.97. No units of measure were provided. No adverse events were alleged to have occurred with the patient. The field service engineer found that the cell rinse unit was abnormal. He resolved the issue with the cell rinse unit. The customer has had no further issues.